Manufacturer narrative:
Coil stretched and pulled away from bonding area. Description of device analysis: date of procedure: 12/30/1997 gdc coil was returned inside tracker-10 catheter. A 1.1 cm segment of its gdc distal end was sticking out of catheter's distal tip lumen. While cleaning catheter in ultrasonic bath pusher wire of gdc came out by itself. Sheath was cut off 0.6 cm from distal end and segment of sheath material was also missing distal to coil. Coil was separated from pusher wire. Seven compression marks were visible on solder where the coil is attached to hypotube. Coil was removed from catheter, its proximal end was stretched and had totally unraveled from hypotube.

Event description:
It was reported to target that while the physician was performing an a comm aneurysm embolization, the gdc coil broke in the catheter during deployment. The pts condition was listed as poor, however, this was attributed to pt pre procedure (grade IV) condition.